Event description:
It was reported that noise resulting in oversensing was observed on the right ventricular lead. Noise was able to be reproduced with provocative testing. Diagnostic imaging was performed and no anomalies were observed. No intervention has been performed, the lead remains implanted and will continue to be monitored. The patient was stable.